Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the scalpel revealed the top edge of blade opposite the bevel has a slight curve. Scalpel was functioned by extending and retracting the blade multiple times. Locking mechanism worked properly and unlocked easily.the condition of the returned unit was not consistent with the complaint incident that there was difficulty retracting the blade into the sheath. The scalpel blade easily locked and unlocked and blade retracted as expected. Therefore, the most probable root cause is not confirmed. A review of the device history record was performed for lot number 13689219 revealed no related issues to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the nurse reported that the scalpel blade was dull and they had difficulty retracting the safety scalpel back into the sheath. The procedure was completed another scalpel. The patient complained of some discomfort post procedure. Pain medication, (the name and amount are unknown), was administer which relieved the pain and discomfort. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010.according to the complainant, during the procedure, the nurse reported that the scalpel blade was dull and they had difficulty retracting the safety scalpel back into the sheath. The procedure was completed another scalpel. The patient complained of some discomfort post procedure. Pain medication, (the name and amount are unknown), was administer which relieved the pain and discomfort. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.